Manufacturer narrative:
Device passed displacement test. Device received with broken belt clip rails noted. No damage on reservoir retainer noted. The test reservoir stay locked in place noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that when the customer was changing the reservoir, a piece of the retainer ring fell off. The customer stated that the insulin pump shows sign of physical damage in the pump clip railing due to wear and tear. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.